Event description:
It was reported the patient experienced intermittent stimulation from their device. It was stated that, after implant, the patient's device would "go off and on every four seconds." It was also reported the patient's programmer would not always turn their system on and off when needed. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).